Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the set-up joint s cable and dual spring pot. The system was tested and verified as ready for use. The affected parts 373637-01 and 146838-02 involved with this complaint are field scrap items and will not be returning to isi for further investigation. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided for review. The tse reviewed the system logs at the time of the call into technical support. The logs confirmed the reported errors. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting (post anesthesia) a da vinci-assisted surgical procedure, the system displayed an error 23072 on universal surgical manipulator (usm) 4. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the caller (nurse) to move set up joint 4 and later usm4; however, the issue persisted. The tse then instructed the caller to perform a power cycle with emergency power off, but the error remained. The customer proceeded with the surgery using 3 arms. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.